Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on aug 18, 2017 with lot number 1234817. Visual analysis of the returned device identified: wear abrasion, opening, creases fold. Leak test was performed and found opening anterior side , a microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. No shell thickness due to opening is under bond edge. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior( bond edge ) due to an unidentified (tear) opening.

Event description:
Health professional reported a left side deflation. Device has been explanted.